Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is not charging batteries and the power supply is blowing fuses. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Corrected fields: (patient code), (evaluation method codes), (evaluation result codes), (evaluation conclusion codes). A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that the power supply was burnt out and not providing voltage. The stm replaced the power supply per manufacture specifications, then performed preventative maintenance (pm) service on the iabp unit. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is not charging batteries and the power supply is blowing fuses. There was no patient involvement and there was no adverse event reported.